Event description:
In 2008, the patient was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. The procedure went as planned, except the right internal iliac artery was unintentionally covered by the contralateral leg component. The patient is stable with no complications. No additional intervention is planned.

Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records review verified that this lot met all pre-release specifications.